Event description:
It was reported that around (B)(6) although the therapy was effective in relieving the patient¿s pain the patient reported the effect was diminishing. On (B)(6) a catheter migration was suspected and a catheter contrast study was performed. No abnormality was confirmed the presence of the representative in the x-ray imaging and it was judged at that point of time that no catheter migration had occurred. In a computerized tomography (CT) examination, without ¿my¿ attendance, it was confirmed that the catheter tip had migrated epidurally (the information was obtained during ¿my¿ visit to the hospital ¿today,¿ (B)(6). Subsequently, saline was used as a placebo for injection into the lumbar vertebra and no effect was observed. Additionally, there was a possibility that the catheter tip was positioned epidurally during the surgery, however, the therapy effect was obtained after the operation. The cause of catheter migration was unknown. With the patient mainly reporting pain, the therapy was assessed effective through the screening and thus the pump was implanted in the patient. The patient had experienced no other damage to health than the diminished effect in relieving the pain. To confirm the effect, the drug was to be injected into the lumbar vertebrae on (B)(6). If the drug is effective, a catheter replacement will be implemented; if not effective, the surgery will not be performed. As of (B)(6) 2014 the outcome was reported as not recovered. This was unrelated to the investigational drug, pump and programmer but it was unknown if this was related to the catheter or procedure. There were no complications and no past history of adverse reaction. This device system delivered gabalon intrathecal. Additional information has been requested. It was further provided that it was unknown if the injection occurred on (B)(6). The patient outcome, resolution, and product status was also unknown. It was clarified that the ¿my,¿ as previously reported above, was defined as the representative.

Event description:
It was further reported that upon re-examination it was discovered that the catheter was located in the medullary space and therefore was not considered an adverse event. It was further noted that the catheter was in the spine and dislodgement was removed from the event.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).